Event description:
Boston scientific vaginal mesh uphold was implanted in me 1 year ago and have been having severe complications since. Had mesh erosion and had to have it surgically removed 9 months ago, now I have mesh erosion again on opposite side and now going to try to remove entire mesh next month. I also have nerve damage on left leg and on disability. This mesh has effected and on disability. This mesh has effected my life extremely. I hope it is taken off the market. Reason for use: prolapse uterus and bladder.